Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the device was set up infuse propofol (1 gram/100ml) at 7.704mcg/min with volume to be infused (vtbi) of 4.492ml. The infusion was programmed manually using guardrails drug library. However, 100ml was infused in about ten (10) minutes. The customer provided a timeline of the event: at 0543: new propofol med bottle hung with tubing and weaned to 10 mcg/kg/min. At 0552: low exhaled minute volume alarm displayed on ventilator. Patient assessed and troubleshooting performed. At 0556: alarm continues, respiratory therapist (rt) notified. At 0558: rt at bedside. At 0600: patient mildly hypotensive. Empty propofol bottle noticed while assessing IV drips. Tubing disconnected from patient. "Dampened pillow" observed and blood pressure cycle set to every five minutes. At 0615: levophed obtained and started for hypotension at 2mcg. At 0625: levophed titrated to 5mcg. At 0650: levophed weaned to 2 mcg. Mean arterial pressure (map) 100s. At 0700: levophed stopped. Patient breathing over set ventilator rate. Fio2 30%. As previously detailed, the event resulted in low blood pressure and low respiratory rate requiring vasopressor support for about forty-five minutes using levophed. The patient then returned to respiratory rate prior to receiving propofol and blood pressure stabilized. The treatment for admitting diagnosis continued as intended prior to event.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer. Annex a : a2305, a040502, a0404, a24. Annex g : g04036, g02017, g04088, g0405206, g07001. Annex b : b01, b14. Annex c : c07, c0601, c070606, c19. Annex d : d15, d02, d14. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device was set up infuse propofol (1 gram/100ml) at 7.704mcg/min with volume to be infused (vtbi) of 4.492ml. The infusion was programmed manually using guardrails drug library. However, 100ml was infused in about ten (10) minutes. The customer provided a timeline of the event: at 0543: new propofol med bottle hung with tubing and weaned to 10 mcg/kg/min. At 0552: low exhaled minute volume alarm displayed on ventilator. Patient assessed and troubleshooting performed. At 0556: alarm continues, respiratory therapist (rt) notified. At 0558: rt at bedside. At 0600: patient mildly hypotensive. Empty propofol bottle noticed while assessing IV drips. Tubing disconnected from patient. "Dampened pillow" observed and blood pressure cycle set to every five minutes. At 0615: levophed obtained and started for hypotension at 2mcg. At 0625: levophed titrated to 5mcg. At 0650: levophed weaned to 2 mcg. Mean arterial pressure (map) 100s. At 0700: levophed stopped. Patient breathing over set ventilator rate. Fio2 30%. As previously detailed, the event resulted in low blood pressure and low respiratory rate requiring vasopressor support for about forty-five minutes using levophed. The patient then returned to respiratory rate prior to receiving propofol and blood pressure stabilized. The treatment for admitting diagnosis continued as intended prior to event.